Manufacturer narrative:
Findings: pump was received with blank display due to faulty on ib. No constant tone/beeps noted during testing. Unable to verify unexpected restart error alarm due to blank display. Unit had cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. Customer was advised insert new battery and pump restore into normal function. Customer got an unexpected restart alarm. Customer was advised to clear and declined to troubleshoot. Customer was assisted in performing self-test and test passed. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and return to a backup plan.